Event description:
It was reported the air dermatome handpiece internal device blew out. No add'l clinical info was received prior to this report.

Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 04/13/1998 and was last repaired on 09/21/2000 for a non-related issue. Eval of the device observed that during operation, the device made a metallic noise and vibrated violently, causing the width plate screws to unscrew. Then, operation ceased and air leaked out of the connection between the neck and housing, directly below circle z logo. Damage to the head and control bar were also noted. Prior to repair, the device was outside calibration specifications at all tested thickness settings and failed side to side calibration at the zero thickness settings. In post repair analysis, corrosion on the motor sleeve, it is likely that the interior of the motor became damaged over time, which likely caused the customer's reported event. Lack of preventative maintenance most likely allowed the damage to the motor to occur over time. No info was obtained regarding customer's cleaning or sterilization practices; however, improper handling related to cleaning or sterilization could have caused the corrosion on the motor as well as on the swivel and inside the head and housing. The device was serviced and returned to the customer.